Manufacturer narrative:
Additional product code: kwq (B)(6). DHR review was completed. Part number: 314.467 synthes lot number: (B)(4). Release to warehouse date: 16-nov-2010. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Flow: damaged: visual (appearance not as expected) visual inspection: the stardrive screwdriver shaft (part # 314.467, lot # 6441391, mfg # 16-nov-2010) was received at us cq with the distal tip of the screwdriver slightly twisted. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to the twisting of the distal tip. Document/specification review: the following drawing(s) was reviewed; screwdriver shaft t8 deep stardrive ¿, solid: conclusion: the complaint condition is confirmed as the stardrive screwdriver shaft (part # 314.467, lot # 6441391) was received with the distal tip of the screwdriver slightly twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming/receiving inspection at a field stocking location (fsl) on an unknown date, it was noticed that the stardriver screwdriver shaft was bent. It is not known how or when the issue occurred. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).